Manufacturer narrative:
The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The subject device remains implanted and cannot be evaluated. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
(B)(6). Edwards received notification that structural valve degeneration was assessed on this valve model 7300tfx25 after an implant duration of 7 years and 1 month. The patient was (B)(6) years old at the time of implantation. As reported, together with other comorbidities the valve degeneration resulted in worsening of heart failure. The patient presented with cardiac failure and was admitted to the hospital with shortness of breath, fatigue, lethargy and nt-probnp>900pg/ml. The event was unresolved at study exit. The heart failure became irreversible and the patient passed away on (B)(6) 2020. Per the medical notes received, the mitral prosthesis stenosis appeared severe with gross leaflet thickening and restriction and showed moderately severe insufficiency. The prosthesis was well seated; peak pressure gradient 16mmhg, mean pressure gradient of 8 mmhg; severe reduced ef 24%; moderate severe lv hypokinesia; decreased lvef; severe left atrial dilatation; severe right atrial dilatation; likely significant pulmonary hypertension. The case was discussed with her coroner and felt to be a natural death with heart failure, acute renal failure, hepatic failure, mitral valvular disease, and the atrial fibrillation all playing varying levels of importance. In 2016 there was some concern regarding the state of the mitral valve. As per echo on (B)(6) 2016: bioprosthetic mvr in situ, obstruction of the leaflets and thickening associated with possibly severe mr. Lvef 72%, lai =85.